Event description:
It was reported that the caller stated that the patient had an episode where the device did not detect or treat appropriately and the patient had to be rescued externally. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.